Manufacturer narrative:
Literature citation: nobukiyo, m., aoki, m., ichimura, k., "the relationship between ¿pre- and postoperative MRI findings¿ of the fractured vertebra and low back pain in patients having balloon kyphoplasty (bkp)". Mean age: 78 yrs. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in an abstract that 19 patients underwent balloon kyphoplasty. Post-operative, 1 patient experienced persisting low back pain.